Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic ventral hernia, on hernia mesh fixation, the surgeon had three devices that failed to place tacks flush with the mesh and also experienced crunching while firing. There was only minor time added to the case as a result of this malfunction. A new tacker was opened to complete the case. There was no patient harm.